Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance which yielded acceptable measurements. Testing to assess the inner insulation revealed an abrasion in the inner insulation approximately seven centimeters (cm) from the lead tip. Laboratory analysis confirmed the reported clinical observations were due to the insulation damage.

Event description:
It was reported that this right ventricular (rv) lead was observed to be oversensing, which caused detection/pacing issues. The rv lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon device evaluation completion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was observed to be oversensing, which caused detection/pacing issues. The rv lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon device evaluation completion.